Manufacturer narrative:
Product in complaint will not be returned. Therefore, physical investigation cannot be performed. A supplemental report will be filed if the product in complaint is returned and investigation is completed.

Event description:
It was reported that the autopulse platform's belt guards would not "snap" into place after installing the lifeband. There was no report of any patient involvement. No additional details were provided. Please note that the date of event was not provided.